Manufacturer narrative:
Corrected data: d4 UDI number one device was returned for evaluation. Visual inspection revealed a scratched lcd lens and worn downstream occlusion (dso) seal. There was no applicable evidence to review in the event history log. Functional testing was able to replicate the reported issue. The root cause was determined to be a faulty optic switch. The optic switch was replaced. Service history review identified that there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump kit was alarming 41622 horizontally and 1003 vertically. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.